Manufacturer narrative:
It was reported by the customer that on 10/25/2023, "the procedure was a circumcision procedure, so the product left frayed fragments of gauze all over the circumcision site. Some fragments were able to be removed, but not all". It was reported by the customer "no serious injury occurred during the circumcision procedure". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Frayed fragments of gauze all over the circumcision site."